Event description:
The freestyle libre 2 does not give accurate blood glucose as compared to a finger stick with truemetrix meter. Daily readings from libre2 are off by 35 to 40 points (low). This morning it was giving a morning reading of 200 and the finger stick has a reading of 103 (that is a difference of 97 points. A false high reading is literally life threatening. My glucose level during the day is managed by novolog (a fast-acting insulin) to bring down a high glucose reading. These freestyle libre 2 are expensive for medicare to provide. Freestyle libre 2 is too inaccurate to determine a person's glucose level. It was delivered by home care delivered (B)(6) and manufacture by abbott. Neither company will assume responsibility for the malfunctioning medical device.